Event description:
It was reported the pt has not maintained the ipg as recommended. As a result, the charger and programmer can no longer communicate with the ipg. The pt will discuss the next course of action with his doctor.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.